Event description:
The initial attorney report alleged pain after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2005 - pta underwent repair of incarcerated periumbilical hernia with composix kugel mesh. On (B)(6) 2005 - pt admitted for pain and nausea. Discharged on (B)(6) 2005. On (B)(6) 2006 - pt underwent repair of recurrent incarcerated ventral hernia with a second composix kugel mesh. The composix kugel mesh previously placed was noted to have pulled away for lower fascial margin and was partially explanted. Lysis of adhesions was performed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt developed a recurrence over one yr post implant where lysis of adhesions was performed. Both recurrence and adhesions are known adverse event listed in the product's instructions for use. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. There is no complaint related to the second composix kugel mesh implanted on (B)(6) 2006.